Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. During system check with tandem technical support, the root cause could not be determined because customer declined to complete the check. Customer cleared the alarm and was able to resume insulin delivery. Customer's blood glucose was no less than 285 mg/dl.